Event description:
Pt with history of high blood pressure received a gore excluder bifurcated endoprosthesis in 2004. The pt developed a type ii endoleak from the lumbar arteries and ima. After presenting to the ER with back pain, the device was explanted surgically and repaired with open surgery. There are no films of this procedure, and no measurements were taken prior to the conversion. The surgeon does not attribute this event to the device. The pt is currently doing well.